Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by turbid effluent. On the day of onset, the patient was hospitalized to the intensive care unit for the peritonitis event. The cause of the peritonitis was unknown. Treatment for the peritonitis event was not reported. Dianeal and extraneal therapies were ongoing. Hospitalization was ongoing. The patient was not recovered from the peritonitis. No additional information is available.